Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: is the lot number available for the lxmc14 that was removed? No. Did the patient have an autoimmune disease? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd) prior to the initial implant? If yes, how severe was the dysphagia/odynophagia before intervention and did the dysphagia improve after the device was implanted? No. Were there any intra-operative complications during implant? No. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient was experiencing dysphagia after having the lxmc14 implanted on (B)(6) 2018. The patient had a hiatal hernia repair when the device was implanted. Dilation and steroids were tried to resolve the dysphagia issue. The patient had a normal pre-op work up with nothing to indicate this type of outcome. When the device was explanted on 4.15.19 the surgeon performed a fundoplication and the entire device was removed. Upon removal there were no notable observations. There were no comorbidities or auto immune disease.